Manufacturer narrative:
Reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number mlp-(B)(6) and the reported event cannot be conclusively determined through this evaluation. The controller event log file contained events spanning from 24dec2023 to 27dec2023. No notable events or alarms were captured. Flow and pulsatility index (pi) trended nearly flat in the controller periodic log file. The pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial mlp-(B)(6) and no further events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having transient ischemic attack (tia) like symptoms with normal cranial imaging. The ventricular assist device (vad) have been stable but some changes on flow and pulsatility index (pi) was noted. The log file captured some clusters of pi events. The pump appeared to be operating as intended with no other notable alarm or events. Additional information was provided that there were no changed to patient condition or anticoagulation status that may have contributed to the issue. Patient symptoms, treatment, and resolution of the issue could not be provided due to privacy reasons. However, the clinicians did not believe it is related to the ventricular assist device (vad) and were to work up the patient as required.